Manufacturer narrative:
(B)(4). Patient info requested and all available info is included. This report was filed by the MFR. Unable to determined the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the needless port was pushed into tubing and blood leaked during injection of medication. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.